Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the patient was placed on a second ventilator. The customer did not provide information regarding the patient outcome. The customer reported to have replaced the oxygen (o2) sensor. The ventilator passed all testing.